Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 574 mg/dl at the time of the incident. Customer stated that she was trying to give a bolus or fill tubing and received an insulin flow blocked alarm. Customer states the insulin did not exit. Customer stated that they have another infusion set for testing. Customer stated that they are able to troubleshoot for a potential reservoir and infusion set issue at this time. Customer stated that she was having issues with high blood glucose and insulin flow blocked inquired what led up to the complaint. Customer stated that she is not sure why she is high but she is new to the insulin pump. Customer treated for high blood glucose with insulin pump. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. Customer stated that the site does show signs of infection. Signs of infection are red spots . The pump will not be returned for analysis.